Event description:
Disposable suction/irrigator was leaking. The leak occurred at the end of the surgical procedure (lap sleeve gastrectomy). Estimation of the leak volume is difficult because it occurred at the end of the procedure but it was enough to form a pool on the floor and get the assistant's shoes wet. The stryker device which leaked was attached to our normal suction canister. The leak appears to be on the handle where the suction and irrigation buttons are located. Stryker rep to be contacted by materials management.